Event description:
The patient reported that with the last batch of v-go 40 devices that he started using about 2 weeks ago, he had 5-6 v-go 40 devices where the adhesive is not sticking and the v-go 40 devices are falling off. The patient stated that there are gaps on the adhesive where there is no glue and when they become loose, the v-go devices start sticking the patient with the needle. The patient stated that on 11/11, there was a 1.5" gap on the adhesive pad where there was no adhesive and it was just rubber. The patient disposed of the worn v-go 40 devices.